Event description:
The customer reported an issue with their pump where the displayed time was incorrect, resulting in a discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump's time and advised them to monitor the situation and report back if the discrepancy occurred again. The customer understood and acknowledged the instructions.